Event description:
Healthcare professional reported "no complaint against the device" of a non-(B)(6) device. This record is for the right side. Device was explanted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).